Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 0115, boston scientific lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) therapy which was described as inappropriate. The patient received atp therapy for an episode detected as fast ventricular tachycardia (fvt) via ventricular fibrillation (vf) that the clinician believed was a supra ventricular tachycardia (svt) and should not have been treated. The atp appeared to successfully terminate the rhythm despite the episode appearing to show onset of conducted atrial tachycardia (at). The implantable cardioverter defibrillator (ICD)&#1157; mains in use. No patient complications have been reported as a result of this event.